Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, mildly tortuous anatomy such that the ratchet was unable to properly engage the stent resulting in deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017 was removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous superficial femoral artery. A non-abbott 0.014 inch guide wire was positioned across the lesion from a contralateral femoral approach, then the lesion was dilated using a 6.0x150mm non-abbott balloon at 24 atmospheres for 120 seconds, two times. Using a 6f non-abbott sheath, the 6.0x150mm supera self expanding stent delivery system was advanced to the lesion. During the attempt to deploy the stent, the deployment lock was not unlocked then the stent stopped deploying at approximately 4cm. The 6f sheath was positioned at the proximal end of the stent and the supera system and stent were retrieved into the sheath for removal without issue. A command 18 guide wire and the 6f sheath were not removed. A new 6.0x120mm supera stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.